Manufacturer narrative:
Additional phone number(s) (e.1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "spontaneous rupture".

Event description:
Healthcare professional reported, right side "spontaneous rupture". Device remains implanted.